Manufacturer narrative:
(B)(4).

Event description:
It was reported a stroke occurred. The patient had a 27mm watchman laa closure device successfully implanted. The night of the procedure, the patient experienced a headache. A CT scan of the brain revealed that the patient had a hemorrhagic bleed as the patient experienced a stroke, but it was unclear whether it was ischemic or hemorrhagic. Because of the bleeding, they stopped the anticoagulation medication. The next night, the patient experienced a second stroke. They were intubated and became comatose. Currently, the patient is still in the intensive care unit. They are out of the coma and not intubated. They are able to vocalize, but cannot speak well. They have not been out of bed since the incident. The patient is waiting on long term care options to transfer out of the hospital.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a stroke occurred. The patient had a 27mm watchman ® laa closure device successfully implanted. The night of the procedure, the patient experienced a headache. A CT scan of the brain revealed that the patient had a hemorrhagic bleed as the patient experienced a stroke, but it was unclear whether it was ischemic or hemorrhagic. Because of the bleeding, they stopped the anticoagulation medication. The next night, the patient experienced a second stroke. They were intubated and became comatose. Currently, the patient is still in the intensive care unit. They are out of the coma and not intubated. They are able to vocalize, but cannot speak well. They have not been out of bed since the incident. The patient is waiting on long term care options to transfer out of the hospital.